Event description:
It was reported that (2) devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that the lcsk5 devices are not working properly (intermittent solid tones). A 3rd lcsk5 was used to complete the case. There was no consequence to the pt. No further info was available.